Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested but was not available. Event description: it was reported that the anatomical anaverse tsa was implanted on an unknown date and the liner has probably disassociated from the baseplate. Revision surgery might have taken place at different hospital, however, no information available. Review of received data - x-ray: 4 images from single time point of right total shoulder arthroplasty were received and reviewed by hcp. Images are labeled image 1: external rotation. Image 2: not labeled, suspected external rotation. Image 3: no translated, suspected internal rotation. Image 4: transscapular y-view. Assessment of imaging: on images 1-3, there is loss of joint space between the glenoid and humerus hardware with suspected metal on metal contact. There is little to no movement of the shoulder from images 1-3, suggesting likely joint mobility. There is no dislocation suggested by image 4. Hardware appears otherwise intact without hardware fracture or periprosthetic lucency. Bones appear well mineralized. Impressions: loss of joint space between the glenoid and humeral hardware components. Also findings suggesting joint immobility. Although nonspecific, this can be related to loss or displacement of lining on the glenoid base plate, as described in the event/deficiency description hardware fit appears within normal limits. Devices analysis: no product was returned to zimmer biomet for in-depth analysis at it remains implanted. Review of product documentation: all involved devices are intended for treatment. Summary: it was reported that the anatomical anaverse tsa was implanted on an unknown date and the liner has probably disassociated. The review of the received x-rays indicated that there is a loss of joint space between the glenoid and humerus hardware with suspected metal on metal contact. Based on the x-ray review the reported event can be confirmed. Due to significant lack of information (e.g. Product part and lot number) a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on previous investigation it could be assumed that possible contributing factors to a loosening of the liner from the baseplate might be multi-factorial with contributing factors from the patient, the implant, and the surgical procedure: - assembly technique of the liner to the baseplate leading to damage of the snaps - abnormal loading applied to the shoulder, such as trauma and / or activity level - patient exceeds advised limits on post-operative behaviour (range of motion) - disassociation resistance of snap features of the liner. If and to what extent these aspects may have caused or contributed to the loosening of the liner remains unknown. Therefore, based on the available information, it is not possible to identify a specific root cause(s) for the potential loosening of the liner from the baseplate. However, further investigation has been initiated to evaluate the need of potential corrective and / or preventive actions. The investigation showed that the assembly of the anaverse liner onto the base plate is a new concept to the market which requires understanding prior to use. Moreover, further root cause investigation is ongoing. As a precautionary measure it was decided to remove the anaverse glenoid liners from the market. Zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received x-rays, which will be reviewed as part of ongoing investigation. The manufacturer did not receive any other source document for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted with a anaverse tsa on an unknown date and experienced liner disassociation from the baseplate.